Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Attachment: peter riley, mbchb, et al; "drug-eluting stent insertion in the treatment of in-stent renal artery restenosis in three renal transplant recipients", published j vasc interv radiol 2008; 19:1757-1760.

Event description:
Device malfunction: none: time of symptoms/ae: 5 months post procedure. Symptoms/ae: in-stent restenosis. The following events were noted through a periodic article review. A retrospective study was performed in all patients that underwent renal transplantation. One hundred and seventeen patients underwent angiography for presumed renal artery stenosis. Of these, a total patients had transplant renal artery stenosis. The patients were treated with pta, with or without stent insertion of surgery. One patient was implanted with the herculink stent for osteal stenosis of 60% after initial angioplasty, leading to marked reduction of the stenosis to no greater than 10%. Five months later, the patient was readmitted with worsening hypertension, although renal function remained stable. Repeat angiogram demonstrated current osteal stenosis approximately 70%-80% in diameter. A non-abbott drug-eluting stent was successfully placed within the stenosed segment and blood pressure improved.